Manufacturer narrative:
The nalu implantable pulse generator (ipg) was placed intraclavicular area and the implanted leads were placed at the occipital nerve to treat head pain. After having the system implanted, the patient also underwent two dental surgical procedures. In (B)(6) 2024 the patient developed an infection around the site of the nalu leads. Per the physician, it is thought that the dental procedures contributed to infection at the nalu lead site due to the close proximity of the leads to the patient's mouth. There is no indication that the nalu system itself is the cause or source of the infection. Lab cultures were not made available to the firm to confirm type of infection.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On (B)(6) 2024 the firm was notified that the physician had explanted both leads earlier that day due to the presence of infection. The ipg was left in place in anticipation of re-implanting the leads after the infection has fully cleared.